Event description:
It was reported that the user called for assistance during a supply change and was confused about the steps, proceeded without rewinding the pump, advanced past the ¿see drops¿ prompt before drops were observed, and initially had an infusion site that did not adhere; the agent then restarted the process and guided the user through a complete supply change including cartridge fill, tubing connection and fill, and successful infusion site insertion, which restored insulin delivery, consistent with a use-of-device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue traced to user handling during the supply change; the component term was not specifically available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.